Event description:
On (B)(6) 2025 a patient underwent for a recanlization procedure using rotarex. Prior to a recanalization procedure, rotarex catheter not aspirating and making screeching sound. The procedure was completed using another device.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: catheter was returned for evaluation and a physical investigation was performed on the catheter. During physical investigation a kinked catheter has been received. The tube of the catheter was found to be kinked at 130.5 cm and at 1 cm from the tip of the catheter. The test guide wire went through the catheter till the metal gear wheel. The aspiration test could not be performed due to kinks. Therefore, the result of the investigation is not confirmed for the reported failure. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b: (dqx; mcw). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.